Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
Patient's spouse reported the patient is currently being treated by a memory care unit, and it was reported that around 10 am she noticed her bg (blood glucose) levels were going high. A correction dose of 5 units was given, but bg levels remained high. The patient's bg levels reached 400 mg/dl while wearing the pod longer than 48 hours. Patient's spouse reported taking the patient to the ER (emergency room) for hyperglycemia. Patient was also noted to have a uti (urinary tract infection). The patient was treated with 15 units insulin given subcutaneously. The patient was released within 4 hours. The patient's husband changed the pod at the ER. During call with product support, the cannula was said to be kinked, but the husband stated the pod had been laying on a desk for some time and it isn't clear if the cannula was kinked upon pod being removed or after laying on a desk for a while and being shifted around.

Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. No damages or defects were found that would affect the delivery of insulin. Inspection of the soft cannula found no bends or kinks. Inspection of the device found no damages or defects that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined.